Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead dislodged. The lead was explanted, as the physician was concerned with whether the screw was operating correctly. The physician elected to implant a longer lead, and a new rv lead was implanted without further complication. No adverse patient effects were reported.